Event description:
Rn reports 8 incidents of leaks between the female adapter patient connector of the baxter produced transfer set and the quinton produced patient adapter. No patient injury or medical intervention required per rn.